Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) was found to have a damaged wire harness, some of its shielding was damaged. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Additional information: (name -(B)(6) , occupation - biomed). A getinge field service engineer (fse) found the attached wiring harming had some of its shielding damaged. After replacing the cable pneumatic module to backplane performed a preventive maintenance, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.